Manufacturer narrative:
H10: multiple attempts have been made on 19dec2023, 26dec2023, 02jan2024 to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.

Manufacturer narrative:
H10: the customer later followed up with the remote service engineer (rse) and it was confirmed that the error, "primary alarm failed" (diagnostic code 1102) had occurred in the event log. The rse then provided the customer with the part number for a speaker assembly to replace. Multiple attempts have been made on 08feb2024, 16feb2024, and 26feb2024 to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60, indicating that there was a primary alarm failure. It was reported there was no patient involvement at the time the issue was discovered. The customer called in to report that there was a primary alarm failure. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem via confirmation of error code in log. The rse then discussed resolutions referenced in the service manual. The rse and customer also discussed the option of installing the software version 2.30 and to check for a code in order to determine which speaker was causing the alarm. The customer stated that they had incenter access and would attempt to install software version 2.30.